Event description:
In early 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had an up arrow button issue. The medical affairs specialist (mas) spoke to the patient on january 19, 2009, and was able to obtain/verify information. The patient tests her blood glucose twice a day. She tests before breakfast and dinnertime. The patient manages her diabetes with set dosages of metformin. The patient indicated that the alleged meter issue started the day prior to original date, at an unspecified time. The patient informed the mas that she was unable to test her blood glucose for about 2 days because of the alleged meter issue. During the time of concern, the patient continued to take her metformin as prescribed. However, the patient stated that she tried to watch what she ate since she could not test. At an unspecified time after the alleged meter issue began, the patient claimed that she developed symptoms of blurred vision which she attributed to high blood glucose. The patient denied seeking or receiving medical intervention from a health care provider due to the alleged meter issue. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began. The patient claimed that she was unable to test her blood glucose for 2 days because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.